Event description:
The physician successfully placed an xact stent in the right internal carotid artery (ica). The patient experienced visual changes to the right eye, which were believed to occur during the initial angiogram, prior to stent placement. The patient was discharged to home the following day. Three days later, the patient presented to the hospital with altered mental status, shortness of breath, expressive aphasia and agitation. He was diagnosed with acute right hemispheric cerebrovascular accident. The patient was started on intravenous heparin, but had 3 episodes of hematoemesis and the heparin was stopped. The patient's condition continued to deteriorate and he died. The cause of death is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.